Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their omnipod 5 controller/personal diabetes manager (pdm), that had been in use for only a few weeks, would no longer charge or power on reliably. The patient reported the device warmed during charging attempts but did not turn on, and the charging icon appeared briefly then disappeared. After reset, the device displayed "safe mode" and remained non-functional. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.